Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump's battery compartment had corrosion and fluid ingression. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received: it was also reported that the device was not in use with a patient when the event occurred. Device evaluation: one cadd prizm vip pump was returned for evaluation. The investigation notes the device was returned for "10104 corrosion in battery compartment, and fluid ingression" and after testing the device this complaint allegation was confirmed. The device had multiple parts replaced, was calibrated, and the software was reinstalled. The device then was able to pass all functional and delivery tests. The problem source for the faulty board was listed as unknown.